Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows 4 successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. There is no indication a device malfunction caused or contributed to the reported event. Most probable root cause is patient anatomy related; the patient tilted her head up. The manufacturer internal reference number is: 2019-59106

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, following the lasik flap cut on the left eye the bed cut looked abnormal. The surgeon reported the patient had high cheekbones and had instructed her to tilt her head down but the patient was tilted up. The surgeon felt there was resistance in the suction ring and suspected this to be a possible cause for the incomplete cut. The flap was not lifted additional information received; the patients vision is normal.